Event description:
Distributor reported that foreign matter was found on the neuro sponge. There was no indications when the complaint was filed that there was any delay of any kind. The patties (10) were forwarded to (B)(4) on (B)(4) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of this investigation it was noted that the customer provided a 1/2*6" strip with a brown foreign matter approx 1/16" diameter embedded in the material. Under magnification the material appeared dark brown in color and embedded within the material. This indicates it was likely introduced during the fabrication of the cottonoid material. Cottonoid material is produced on large scale, textile equipment. Although great care is taken to ensure the system is cleaned between all production runs, there is a possibility that some dirt/debris could shake free from mechanical components of the machine or come in contact with the operator. During normal handling of the production material this may have been transferred to the cottonoid. The device history record was pulled and reviewed. Nothing out of the ordinary was found relative to the production of lot 183075. The clean-out procedures will be reviewed with the applicable operators. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.